Manufacturer narrative:
G4: 21aug2019; b4: 23aug2019. The manufacturer¿s field service engineer (fse) remotely confirmed the reported oxygen regulator leaking issue. Multiple unsuccessful attempts were made to gather resolution; however, no additional information was provided. If any new, relevant information is received, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. A follow-up report will be submitted once the evaluation is complete. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported oxygen regulator leaking. There was no patient involvement.